Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (not charging battery pack) was confirmed. Upon investigation the charger was unable to charge a battery pack and was resetting . The failure was due to contamination on the battery board pca. Additionally, the charger exhibited a failure at the pld component u1003 and pxa component u104 on the c/a board, causing the resets. The root cause for the u1003 and u104 failure could not be positively identified. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse events occurred due to the defective charger. Device evaluation of battery sn (B)(4) been completed. The reported problem (will not power on monitor) has been confirmed. As received, the battery was unable to power on a monitor or charge. The battery pca and cells were contaminated. The root cause for the contamination was ingress of an unknown liquid. No adverse events occurred due to the defective battery. Device evaluation of battery sn (B)(4) has been completed. The reported problem (won't power up) has been confirmed. Upon investigation the battery was unable to recharge or power on a monitor. The f1 fuse was open. The cause for the open fuse was excessive current. The root cause for the excessive current was unable to be positively identified. No adverse events occurred due to the defective battery.

Event description:
A us distributor reported that a patient's battery charger was unable to recognize/charge a battery pack.